Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion location is unknown. The physician was using a 3.5 x 38mm ion stent and stent damage occurred. The procedure was completed with a different device. There were no patient complications reported and the patient status is fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).